Event description:
Cancellation report being submitted as on 01-june-21 as it has been confirmed that no user error took place (as IFU does not specify with what or how the stent should be removed). Off-label use with our device also deemed not to have occurred so file is no longer required. The difficulty with retrieval may have been contributed to by the migration which will be captured in final report of (B)(4) (emdr 3001845648-2020-00432).

Manufacturer narrative:
Cancellation report being submitted as on 01-june-21 as it has been confirmed that no user error took place (as IFU does not specify with what or how the stent should be removed). Off-label use with our device also deemed not to have occurred so file is no longer required. The difficulty with retrieval may have been contributed to by the migration which will be captured in final report of (B)(4) (emdr 3001845648-2020-00432).

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions

Event description:
James/baron 2020 - "removal of a proximally migrated 5-fr pancreatic stent with a 5¿4¿3-fr catheter using a wedge technique" a (B)(6)-year-old woman underwent pancreatic sphincterotomy with placement of a 5-fr, 3-cm pancreatic duct stent (geenen sof-flex; cook endoscopy, winston- salem, nc, USA). The stent did not pass spontaneously and migrated upstream. Attempts to grasp the stent with a pediatric biopsy forceps failed but inadvertly advanced the stent toward the pancreatic tail. A 0.018-inch wire was advanced through the stent lumen. A 5-fr stent retreiver was not available. Attempts to retrieve the stent with over-the-wire snare and basket failed. The stent was eventually withdrawn when a 5-4-3-fr biliary catheter (contour; boston scientific, marlborough, ma USA) was forcefully wedged into the stent lumen. (Edit dr 13-jul-2020) this file is capturing the off label use for the retrieval of the geenen stent the stent migration and intervention aspect has been captured under a separate file ref #3001845648-2020-00432